Event description:
The cc1.p1, combined oxygen and temperature probe is ordered as a component of an ip.2p kit. A customer letter dated july 10, 2006 was received describing the following incident. Prior to insertion of the catheter, an atmospheric check was conducted. The probe read 1100mmhg. The usual reading is approximately 150mmhg. The catheter was checked over the course of one week and the readings remain high. Another cc1. P1 was available for use. Although the package was opened beside, the catheter was never in contact with a patient.

Manufacturer narrative:
Probe arrived for investigation without visible damages. One cc1.p1 was returned with the original chip card. Tip protector sleeves were present on the probe; however, the electrolyte had dried out. Although microscopic inspection found bubbles at -2cm and 1.8cm from the cc1.p2 distal end and a large bubble from 18cm to 21cm from the probe distal end; a plausibility check was conducted and results measured po2 values within specification. A device history record review was performed and no anomaly was reported during the manufacturing process operation. Reported incident could not be confirmed, probe met functional requirements.